Event description:
A us distributor reported that a monitor response buttons were not functioning.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the response buttons were not able to activate the monitor. As received, the rear response button cable was damaged. The cause of the non-functional response buttons is the damaged cable.    The root cause of the damaged cable cannot be positively identified.   No adverse events occurred from the damaged monitor.